Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the helix was partially retracted and there was tissue entwined within the helix mechanism. The helix mechanism was tested and the helix was able to be fully extended however, during retraction the tissue prevented the helix from fully retracting. Laboratory analysis concluded that the helix mechanism was functional; however, the patient tissue prevented full retraction.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. During the explant procedure the right ventricular (rv) lead helix mechanism would not retract and required gentle traction to be removed. The product was explanted.